Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a amplatzer steerable delivery sheath. During procedure, they need to upsize the device due to mis-sizing. There was no issues of malfunction and sizing were noted on the 22mm amulet. The 22mm amulet was removed from the patient prior to release from the delivery cable. A new 25mm amplatzer amulet left atrial appendage occluder was chosen and tried to deploy using the same delivery system. When the implanter began to unsheath to ball, echogenic density (clot or sheath shaving) was noted. The ball was immediately captured and sheath was brought to left side and no events noted. The activated clotting levels were 340s and heparin was being administered throughout case. There was no device was implanted. There was no delay in the procedure. The patient was discharged home within 24 hours.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of patient device interaction problem associated with thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, cause of the reported patient device interaction problem associated with thrombus could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.